Manufacturer narrative:
The reported event was confirmed. A picture was provided. Upon visual inspection, the black o-ring of the tip was observed to be broken.

Event description:
The user facility reported on medwatch report # mw5145596, that an o-ring was found to be broken inside the sterile packaging before use. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.